Manufacturer narrative:
(B)(4). Phsyio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI: (B)(4).

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The customer did not own the device with the reported serial number. A separate complaint had already been opened by physio-control for the correct serial number.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The customer did not own the device with the reported serial number. A separate complaint had already been opened by physio-control for the correct serial number. There had been a mix-up of device serial numbers when the customer reported the issue. The device with serial number (B)(4) reported on this complaint was incorrectly reported.  The correct device serial number (B)(4) (owned by the customer), that was returned to physio, had already been reported and was processed under medwatch report number 3015876-2016-01327. The device with serial number (B)(4) had no failure and was not returned to physio-control for evaluation.